Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.

Event description:
Customer reports that in a process of running act+ lqc and using plastic protective sleeve; sharp instrument came through sleeve and grazed finger. Customer flushed copiously with water and disinfectant. Customer received a tetanus shot.